Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that the device is working fine when exchanging new user interface module (uim).

Event description:
The customer reported that avea std comp experienced a defective uim. There was no patient involve associated with the reported issue.